Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
An attorney reported that during a cataract procedure on the pt's left eye, the cannula used to hydrate the incision ejected from the syringe and forcefully deployed into the pt's eye, causing damage to the eye and to the newly-implanted lens. As a result of the event, the pt received multiple follow-up evaluations by her ophthalmologist, evaluation by a retina specialist, prescription eye drops, pain relievers, and required a second surgery on (B)(6) 2011 to replace the damaged lens. The pt continues to experience pain and vision impairment.